Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 811 mg/dl at the time of incident. Customer alleging possible pump under delivery due to high blood glucose. Customer¿s had blood glucose level of 365 mg/dl. Customer was treated with manual injection. Drive support cap was normal. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering due to high blood glucose level. The insulin pump will not be returned for analysis.